Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during loading the intraocular lens implant, the lens did not exit the cartridge properly and leads to damage. The procedure was completed by using new lens on the same day. There was no patient impact.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. No cartridge was returned. Iol returned positioned incorrectly in the iol case, the lens is pressed against two posts of the lens case base well. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is adhered to the optic in a folded position. The optic edge is nicked/chipped-rejectable. The iol (the optic and one haptic) met specifications when dimensionally measured for edge thickness and plan view. The product investigation could not identify the root cause for the reported complaint lens did not exit the cartridge properly & leads to damage as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).